Event description:
It was reported that during a transarterial embolization treatment procedure, a catheter tip detachment occurred. The target lesion was located in the liver. The renegade stc 18 130/20/straight/1ro micro catheter was inserted over a .018 transend guide wire. A chemotherapeutic agent was injected through the micro catheter and then it became clogged inside the renegade. The physician then inserted an unknown manufacturer's guide wire into the renegade in attempts to push the clogged chemotherapeutic agent. In the process the renegade's proximal tip detached inside the introducer sheath. The physician then bent the introducer sheath and removed the detached portion of the renegade and introducer sheath as one unit. The procedure was not completed due to the same device being unavailable. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a transarterial embolization treatment procedure, a catheter tip detachment occurred. The target lesion was located in the liver. The renegade stc 18 130/20/straight/1ro micro catheter was inserted over a .018 transcend guide wire. A chemotherapeutic agent was injected through the micro catheter and then it became clogged inside the renegade. The physician then inserted an unknown manufacturer's guide wire into the renegade in attempts to push the clogged chemotherapeutic agent. In the process the renegade's proximal tip detached inside the introducer sheath. The physician then bent the introducer sheath and removed the detached portion of the renegade and introducer sheath as one unit. The procedure was not completed due to the same device being unavailable. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the renegade stc 18 catheter was returned. The catheter was dimensionally inspected and was found to be within specification. The microcatheter was examined and the catheter was broken 45.5cm from the proximal. A 0.0184" mandrel was inserted through the proximal end of the catheter and resistance was encountered as it advanced through the broken end of the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)